Event description:
Healthcare professional reported "suspected device leakage". The device status is unknown. Affected side is unknown.

Manufacturer narrative:
Continued initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade IV. As well as, "implant surface on the right breast was heavily creased¿ and a "heavy burden psychologically". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.